Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Product history records were reviewed and documentation indicated the product met release criteria. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
An administrator reported that during an intraocular lens (iol) implant procedure, the plunger over rode the lens and damaged it. There was no reported patient impact. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is at mid-nozzle and engaging the trailing portion of the optic. The optic is misfolded under. A section of the trailing optic is misfolded downward and broken by the plunger. The trailing haptic is broken at the gusset area. The broken haptic is located in the device. The haptic gusset area is positioned just past the fill line with the distal portion extending backward into the optic misfold, and the distal tip is oriented toward the loading area. The leading haptic is in a straight position with the distal tip at the end of the device. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause for the complaint. The lens was misfolded and lens damage was observed. The damage appears to have been caused by a plunger underride. The orientation of the broken haptic in front of the misfolded lens with the distal portion toward the loading area, would suggest the plunger had underriden the lens, broke the haptic, and then was retracted. The position of the plunger at the trailing optic causing optic damage may suggest that a second lens advancement was then attempted. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).